Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage event with five infusion sets afetr being used for one day and half. Treatment for high blood glucose was reported to be syringe. No further information available.